Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. A complete lead was returned in two portions, the connector portion measured 4.6cm and the distal portion was measured at 49.5cm. Final analysis found an external insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart located at 3.6cm ¿ 5.6cm from the distal tip region. All other damages found are consistent with procedural damage. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.